Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed insertion tube coating peeling issue could not be determined, however, the issue was likely due to repetitive use stress, external factors and or user hand handling/mishandling. The event can be detected by following the instructions for use which state: chapter 3 preparation and inspection, 3.3 inspection of the endoscope ¿4 inspect the covering of the bending section for sagging, swelling, cuts, holes, or other irregularities. 5 carefully run your fingertips over the entire length of the insertion section. Check for protruding objects or other irregularities. 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. 7 inspect adhesives on the covering of both distal ends of the bending section for scratches, cracks, or tears. 8 wipe the video connector, including the electrical contacts, using a clean lint-free cloth. Also confirm that the electrical contacts are completely dry and clean¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer originally returned his olympus tracheal intubation fiberscope due to an angulation issue. According to the initial reporter, there was no angulation when the control lever was turned. There was no patient harm reported as a result of this event. During the device evaluation, it was discovered that the coating material was peeling off of the insertion components. This report is being submitted to capture the peeling coating material found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The angulation lever had been damaged and was not functioning properly. Additionally, as noted in b5, the coating material was found peeling. The subject device had several other forms of wear and tear throughout the unit. These include but are not limited to leaking, wrinkling, discoloration, and deterioration. If additional information becomes available following the device evaluation, a supplemental report will be filed.